Manufacturer narrative:
Motor error alarm during rewind due to motor gear box jammed. Unable to verify for motor position encoder error alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 12.8 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.